Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alerted due to atrial pace impedance of less than 200 ohms. The crt-d was programmed vvir and the atrial impedance alert was disabled. This atrial lead remains implanted and no adverse patient effects were reported.